Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved from the patient. There was no report of symptoms due to the event.

Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information, the root cause cannot be determined. If the device and/or additional information is supplied, a follow-up report will be filed accordingly.

Manufacturer narrative:
Corrected information: d2. Orthopedic stereotaxic instrument, olo. D4. Model #: 17950-n, catalog #: 17950-n, serial #: (B)(6), primary UDI# (B)(4). D9. Yes, returned to manufacturer on 05/06/2024. H3. Yes. The driver that was returned for investigation was a different part than was intially reported. This driver does not require an MDR submission.